Event description:
It was reported that an ilet bionic pancreas displayed a fill tubing prompt that would not advance despite user confirmation of visible drops, consistent with an unresponsive or frozen touchscreen interface during infusion set fill. Symptoms included no adverse clinical effects and unaffected blood glucose. Outcomes included user inconvenience and interruption of normal pump function, necessitating device replacement and return of the original unit. Investigation included customer interview and review of user-reported performance. Investigation of this case revealed a screen navigation failure preventing completion of setup. It was concluded that the device exhibited a malfunction related to the user interface, and a replacement was provided while the original unit is to be returned for evaluation.